Event description:
It has been reported that the battery is not functioning as expected.

Manufacturer narrative:
Remote support from the customer care solution center was received, during which a quote was provided for diagnostic service. The customer refused repair. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available there is insufficient information to confirm the reported problem as the customer refused repair. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The rse provided a quote for diagnostic service, however, we are unable to confirm the final disposition of the device because no repair was performed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.